Event description:
Additional information received from reporter on 07-nov-2023, for mw5147844. Dexcom g6 sensor inaccuracy: 2:15am g6 reading 73; 2:20am g6 reading 55; 2:25am g6 reading 46; 2:30am g6 reading 47; 2:35am g6 reading 60, finger stick reading at 2:35am is 112. Dexcom g6 sensor inaccuracy: 2:05pm g6 reading 104; 2:10pm g6 reading 95; 2:15pm g6 reading 91; 2:20pm g6 reading 80 with a diagonal arrow down. Double-checked with finger stick at 2:20pm and reading is 101. Absolute nonsense that g6 is saying my blood is dropping at that rate, what if I compensate for an 80 diagonal down arrow? Then I would be fighting a way high blood glucose. In reality my blood is perfect and dexcom must have a problem with its algorithm, yet I thought it was supposed to be measuring interstitial fluid? The data seems too inconsistent at this point and I think there is some nefarious stuff going on with dexcom, this just doesn't seem right. Dexcom g6 sensor inaccuracy: 4:40pm g6 reading 171; 4:45pm g6 reading 175; 4:50pm g6 reading 153. Double checked with finger stick at 4:50pm and reading is 143. Now, I have 3.5 units stacked because g6 had been reading 160 and rising from 4pm up to 4:40 pm reference. These are so close to the mard (mean absolute relative difference), which seems to be how dexcom operates (when 175 mard is 35, so anything over 140 would be considered within range and working appropriately (no calibration), yet that is a skewed view of working appropriately, let me explain; more insulin is required for a blood sugar of 170 compared to 140. 140 is closer to the target of 110, if dexcom thinks I am remaining out of range in 160+ territory for extended periods of time, myself and omnipod will be compensating with insulin to mitigate the high. Of course, I always try and double check via finger stick so I don't have to die from a low blood sugar, but why am I having to rely on finger sticks continually to know if I ought to mitigate differently, what about those who are not as on top of this or no longer are prescribed test strips, are they to only trust the dexcom? Let's examine this from your point of view, dear reader, think of it as driving your vehicle and the gas gage may be full, half empty, a quarter left, or gone, the dial was at f when you got in, halfway through the drive it drops two-thirds, then back to f, then nearly gone, then back to f, then dead. How much gas did you have? Isn't that a valuable data point to ensure safe travel? Now, let us think about my omnipod insulin delivery system, when delivering 1 unit, do you think I may only get .75, .2, 1.05 units? No. I will get 1 unit, and when I get in my vehicle and see my fuel gage at half, I know I still got some time before putting gas in the tank; because I trust the data, and both devices are reliable. Now, if we apply dexcom to these analogies, how do you think it goes, not with a trust that what it is telling me is what my actual blood is. I have learned to live with this fact and will continue to let you know my grievances with hope that improvements will be made. Took some time writing this, 5:10pm g6 reading 152; 5:15pm g6 reading 146, finger stick at this time is 119 (4 away from being outside of acceptable mard). Here is where I am starting to question the legitimacy of dexcom actually checking interstitial fluid, because if I calibrate at 115 (outside of mard), dexcom will become spot on again, yet if I don't it will remain the 30 points off indefinitely. So it is like playing the algorithm to get accuracy which ought to be already spot on, leaves you scratching your head a bit, you follow? I shouldn't have to figure out "cheat codes" to play better, this isn't a video game, unless of course dexcom is "playing" with our lives, just doesn't seem very ethical. Dexcom g6 sensor error "please wait up to 3 hours". Replaced this sensor with a new sensor; new sensor lot #: 5336108 - inserted (B)(6) 2023.

Event description:
Sensor inaccuracy: new sensor - g6 reading 159, finger stick reading 106. Omnipod automatically had been giving me insulin off the 159 reading to bring my blood glucose to the target level of 110. Being that it is actually 106, getting insulin delivered will now cause me to battle a low blood sugar. If g6 was that off, what would my actual blood have been by the time g6 was reading 106? Being that g6 was off by around 53 mg/dl, if I hadn't been on top of this, when g6 finally thinks my blood is 106 it would logically be around 80. You can see the seriousness of the problem hopefully; 5336093 - inserted (B)(6) 2023. 82hrra - activated on (B)(6) 2023.